Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate over infused. The expected therapy time was two and a half hours; however, the device completely emptied in one hour. The device had been filled with 6 vials of 150ml replagal in sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.